Event description:
Caller reported a cartridge alarm issue during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts educated the caller about the proper procedure to follow during the load process and confirmed the presence of consecutive cartridge alarms. As corrective actions, the pump was scheduled for replacement, and cts provided the caller with instructions for using backup therapy, returning the defective pump, and steps for using the new pump. The caller acknowledged and understood all guidance provided by cts.